Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The customer alleged for battery failed alarm, pump screen went to load the reservoir on its own and when pushing the menu button screen went black and visited the emergency room for high bg. On 11-nov-2022, (B)(4), customer alleged visited the emergency room for high bg. On 19-apr-2022, (B)(4), customer alleged for high bg. On 09-may-2021, (B)(4), the customer alleged for pump suspend on low and unable to calibrate. On 06-may-2021, (B)(4), the customer alleged for pump over delivery due to low bg. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. All buttons functioning properly. Pump passed the keypad voltage test. No battery failed alarm, load reservoir on its own or black display during testing. The test guardian link with the watertight tester communicated and calibrated properly with the pump noted. No suspend on low during testing. In further full review of the pump history on the event date of 06-may-2021, found multiple bolus deliveries that the customer manually programmed and the daily total of bolus insulin delivered are 9.7u. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing; however, in the pump history found: low battery alarms on 12/28/2022 at 12:48:00.000 failed batt/battery failed alarm on 01/23/2023 05:28:52.000 and 05:29:12.000 pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.7 mv). In summary, pump passed all required testing. Unable to verify customer alleged for high bg and low bg. The force sensor is within specification. Customer alleged not confirmed for battery failed alarm, pump screen went to load the reservoir on its own, when pushing the menu button screen went black, pump over delivery, pump suspend on low and unable to calibrate. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 300 mg/dl at the time of the event and reported pump screen went to load the reservoir on its own and when pushing the menu button screen went black. The customer also received a battery-failed alarm. The customer was treated with the insulin pump and visited to the emergency room. The customer stated no symptoms. Troubleshooting was performed and found that the customer did not receive the stuck button alarm. Troubleshooting was performed partially and later declined for the battery-failed alarm. The customer was using the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.